Manufacturer narrative:
The initial MDR was filed 08-feb-2019. Additional information (12-feb-2019): siemens reviewed the available data (log files) and found that the same glucose (gluh_3) reagent was used for numerous other samples with no additional reports of discordant test results. No reagent issues were identified. There were multiple dilution arm crash detected errors and pressure transducer insufficient sample errors. These error events could not be correlated to the approximate time of the discordant test result. The cause of the discordant glucose test result is unknown. The instrument is performing according to specifications. No further evaluation of this device is needed. Method code was changed to 4112, result code was changed to 213, and the conclusion code was changed to 67.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose test result. Siemens is investigating.

Event description:
A discordant, falsely low glucose patient sample test result was obtained on an atellica sample handler prime instrument. The initial result was not reported to the physician(s). The same sample was repeated on two other atellica sample handler prime instruments giving higher and matching results. The first repeat result was reported to the physician(s). The same sample was then repeated on the original instrument giving a test result that matched the other instruments. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose test result.